Event description:
Caller reported aviva system blood glucose results of hi, which on the system indicates a result in excess of 600 mg/dl, somewhere in the 400s mg/dl and somewhere in the 200s mg/dl. All results within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.